Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the leg on (B)(6) 2018. It was reported that the patient calibrated during periods when cgm values were not present. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. Labeling indicates: if errors display, and your transmitter and display device are not communicating, verify display device and transmitter are within 20 feet of each other without obstruction. Wait up to 30 minutes. Tap help for more information. Don¿t calibrate. Use meter for bg value. No additional event or patient information is available.